Event description:
It was reported that during procedure, the fiber tip became loose and kept fiber live during vaporization. The procedure was completed using another of the same device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned device did not confirm the reported clinical observation. Visual analysis identified that a circumferential fracture at the distal side of the fiber/cap fusion zone. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported loose tip as there was no physical separation identified of the fiber and the identified distal circumferential fracture has a forward firing rate below the threshold for potential patient harm. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damage, including distal circumferential fractures. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increase irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. The review completed on the device history review (DHR) for this device confirmed that it met specification prior to release. Based on analysis results, the interaction between the user and device likely caused or contributed to the observed fiber damage, therefore, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during procedure, the fiber tip became loose and kept fiber live during vaporization. The procedure was completed using another of the same device. There were no patient complications.

Event description:
It was reported that during procedure, the fiber tip became loose and kept fiber live or flash during vaporization. The procedure was completed using another of the same device. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The product record review results detailed in the prr table did not determine probable cause. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. There was no manufacturing deviations noted that could have contributed to the event reported. A labeling review was performed on the device instructions for use (IFU). The IFU cited that the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Based on the information available, the conclusion code "unable to exclude device problem" has been assigned as the most probable cause.